Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the displayed error and the image being tilted out of specification was traced to a component failure. In addition, the cause of the moisture residue present in the electrical connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed an error, the image was tilted out of specification, and moisture residue was found at the electrical connector. There was no patient involvement.